Manufacturer narrative:
Product ID: 3093-33 lot# v014613, implanted: 2007 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported, the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2013 because "something happened¿ and the patient thought it might have been ¿therapeutic¿ stimulation, so they had to have it done again. It was noted, the patient was told ¿the battery was down too so it could have been a combination of things.¿